Event description:
Pt developed an infection at the pin site shortly after surgery. Three (3) k-wires were implanted in his wrist on (B)(6) 2013. Pt was treated post-op for approximately 2 weeks and infection resolved. Pt is doing well.

Manufacturer narrative:
Pt identifier not available. After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.